Manufacturer narrative:
Result: sensor coil cord.

Event description:
It was reported by service report that the high/low at the head end would not work. No pt involvement or adverse consequences were reported.